Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture and expiration date of the device is unk. The complainant indicated that the device will not be returned for eval; since it was disposed of a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp. That a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. During the procedure, approx. 3 1/2 minutes into the ablation, a fluid loss alarm (rate is not known) occurred. The physician paused the procedure and tightened the tenaculum and moved the scope, inadvertently the scope came out of the cervix. The pt suffered a moderate burn (degree and characteristics of the burn are unk). The physician decided to continue the procedure and re-positioned the scope and started the system. Reportedly, the physician removed the scope before cool down was complete. The physician packed the vagina with silvadene cream. According to the complainant, the pt is doing fine.